Event description:
It was reported that using a femoral artery access approach during a procedure of the heavily tortuous, heavily calcified, 90% stenosed, de novo, mid left circumflex artery, after lesion pre-dilatation with an unspecified semi-compliant balloon dilatation catheter (bdc), the 3.0 x 28 mm xience prime stent delivery system (sds) was advanced against resistance when the shaft separated and the sds failed to cross the lesion. The procedure was abandoned. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The kink and shaft separation were able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.